Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patients experience not receiving readings data for several hours. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data by the findings of a due to connection loss. The root cause could not be determined.